Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump drive support cap was loose. Customer cannot recall their blood glucose reading. Customer also reported battery compartment damaged. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with broken battery tube thread, cracked reservoir tube lip, peeling address/serial number label, cracked reservoir tube, cracked case reservoir tube window corners, cracked reservoir tube window, missing end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.